Event description:
Event reported as "rupture".

Manufacturer narrative:
Unk. Visual examination of the returned port indicated that it had been modified. The rptr of the complaint was asked to indicate the prod serial #, date of event, implant date, and explant date. The info has not yet been rec'd by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial # or implant date was given. The returned port is consistent with a device which had the access port connector removed. Analysis of the device noted breakage of the tubing where it had been connected directly to the port in place of the removed access port connector. Analysis has determined that the breakage of the tubing appears to be due to the modification of the device by the physician. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."